Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although it was reported that the whole suture line was pulled out with some vessel tissue, the event is classified and analyzed as needle to cuff miss as this failure mode is often not discernable to the user. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A conclusive cause for the reported suture pulled out and tissue damage could not be determined. The treatment appears to be related to procedure circumstance. The use of a 22 f sheath appears to be related to use technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The devices were used in a 22f common femoral artery access site. Per the instructions for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patient who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater that 8f, at least two devices and the pre-close technique are required. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a transaortic valve replacement (tavr) procedure. Reportedly, while pulling the blue rail suture with tension the whole suture line was pulled out with some vessel tissue. A second proglide device was used with the same results. The procedural sheath size was 22f. A cut-down procedure was performed and the tavr procedure was completed. There was no additional treatment performed for the artery damage. Hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.